Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later complained of no pain relief. The surgeon determined that the superior positioned implant may have been loose. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the superior positioned implant and replaced it with a wider implant of the same type. He then installed an additional implant of the same type in a new position to help fixate the joint. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.